Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their tooth that was previously chipped before treatment started has chipped more and is really sensitive. The chip was repaired and the aligner does not fit correctly. Patient contacted dentist about the issue, the dentist filed down the tooth a bit more to see if the aligner would fit correctly. Patient reported they put their aligners in after having the tooth filed and the aligner would click into place like they normally do. Requested additional information to evaluate.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.